Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A revision surgery was carried out because the electrode lead was visible through the auditory canal. As per new information received, the patient already uses her implant. The electrode lead was visible from the external auditory canal; the auditory canal wall had a little wound where the electrode lead went out. No extra electrode fixation was carried out. No infection was detected. The wound was closed during the surgery.

Manufacturer narrative:
Additional information: according to the information received, the electrode lead was found partially extruded into the external auditory canal. A revision surgery under general anaesthesia was required to restore normal condition. In situ measurements following revision surgery are indicative of a functional device. The concerned device remains implanted and in use.

Event description:
A revision surgery was carried out because the electrode lead was visible through the auditory canal. As per new information received, the patient already uses her implant. The electrode lead was visible from the external auditory canal; the auditory canal wall had a little wound where the electrode lead went out. No extra electrode fixation was carried out. No infection was detected. The wound was closed during the surgery.